Event description:
The customer contact reported the pt received more medication than intended. At 1420, the device was programmed to deliver an unspecified concentration of cyclosporine in 500ml of normal saline, with duration of 24 hrs, and the delivery was started. No further programming parameters were provided. On (B)(6) 2010 at 0830, the customer contact reported the deliver was complete, which was 6 hrs earlier than expected. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. Though requested, no additional info was provided including if the therapy was resumed using a replacement device, or if the pt was changed to oral cyclosporine.

Manufacturer narrative:
The device was received on (B)(4) 2010. The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.72ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/-5%). Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).